Manufacturer narrative:
The manufacturer received new and relevant information on 01/12/2023. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. Additionally, the device was corrected. Section g3 and h6 have been updated in this follow up report.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was rerouted to scrap. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.